Event description:
It was reported by the repair rep that the device would run on its own. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger assembly was replaced and the device was returned to the account.